Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device v453h, me8gdmp0 number, and no non-conformances were identified. Additional information was requested and the following was obtained: please advise the number of sutures that were used and detached from the needle during the procedure. Unknown.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please advise the number of sutures that were used and detached from the needle during the procedure.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture was detached from the needle during use. It happened several times during procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). H3 device evaluation summary: the actual device was received for evaluation: an opened folder, a used suture of product code v453h, lot # me8gdmp0 were returned for analysis. During the visual inspection of the suture, it was noted that the strand was cut at the suture ends, and the swage area could not be noted. Additionally, the suture present body fluids and the needle was not returned for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, it could not be determined what may have caused the reported incident of: ¿suture was detached from the needle during use.¿ representative samples received for evaluation: an opened box with twenty-three unopened samples of product code v453h, lot # me8gdmp0 were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No detached needles were observed. The sutures were dispensed without problems and examined along of the strand and no defects or damaged could be noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the samples condition no performance pull off suture needle was noted.